Event description:
It was reported that a user experienced hypoglycemia, with glucose declining from 216 mg/dl to 52 mg/dl very quickly and later reaching 42 mg/dl, which triggered an urgent low alert and led to hospitalization at a hospital in utah; oral glucose was administered, and the user subsequently recovered and resumed ilet use. Symptoms included hypoglycemia. Outcomes included the need for urgent clinical intervention and hospitalization.

Manufacturer narrative:
Investigation included monitoring and user education or troubleshooting, with cause unclear. Investigation of this case revealed no definitive device-related cause. It was concluded that the event was due to hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.